Event description:
It was reported to philips that the device kept shutting down. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint.  The philips field service engineer (fse) inspected the system onsite and confirmed that malfunction in the system signal lost. Upon functional test fse found that issue with hard drive. Fse replaced hard drive to solve the issue. After replacement of the hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.